Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that over 13 months after the dental implant and abutment were placed in ada site 6 in the mouth, the implant lost integration in type IV bone. Clinician noted patient's pain and insufficient bone quality/quantity. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. The dentist reported that immediate load and immediate implant procedures were performed.

Event description:
The clinician reported that over 13 months after the dental implant and abutment were placed in ada site 6 in the mouth, the implant lost integration in type IV bone. Clinician noted patient's pain and insufficient bone quality/quantity. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications. (B)(4).